Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an implant procedure on (B)(6) 2021 it was noted that there was pus at the ipg pocket site. As such, the entire system was explanted to address the issue. Patient was put on oral antibiotics. Lab results showed no infection or growth. Hence, antibiotics were discontinued.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.